Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Preliminary analysis was inconclusive and revealed a no output and no telemetry condition. Additional testing concluded the high current drain was the result of leakage current internal to the l174 ic "hall effect sensor". The confirmed current drain condition cleared during analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.